Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. One video and photo were provided; video received shows tissue, the proximal part of an anvil with a gold cartridge loaded, the jaws are closed between the tissue, the jaws opened and at 00:09 mark bleeding can be observed based on the video alone, the event described is confirmed. The picture shows a piece of tissue with several staples on it, the staples were noted to have not the proper b-formed shape. Based on the photo alone, the event described is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a sleeve gastrectomy, on the 4th fire, the knife did not cut tissue and pushed tissue through, tearing the stomach with no complete staples formed. There were loose staples all over and bleeding occurred upon releasing of jaws. Site was stitched up and patient is alright. A gold reload was fired when incident happened. Surgeon followed up with a green reload to continue the procedure. Patient consequence? No.

Manufacturer narrative:
(B)(4). Batch # p55k6y. Device evaluation: the analysis found that one plee60a device was returned with no apparent damage and with five ecr60d cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Cartridge b, c and d: ecr60d, p5665w, fully fired. Cartridge e: ecr60d, p56a4n, fully fired. Cartridge f: ecr60d, p5632r, fully fired.